Event description:
A healthcare professional reported that the probe did not cut well during vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no reported information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).